Event description:
A report was rec'd that stated the end user reported that the finger probe caused blistering of the fingertip. No lasting medical sequela reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.